Manufacturer narrative:
Medical device lot #: 6266987, medical device expiration date: 9/30/2017, device manufacture date: 9/22/2016. Medical device lot #: 6329539, medical device expiration date: 11/30/2017, device manufacture date: 11/24/2016. Results: two customer photos shows tubes with lack of barrier separation. A review of the device history record was completed for batch 6354676, 6266987, 6329539. All inspections were in compliance with requirements. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) has been initiated to address poor barrier separation.

Event description:
It was reported that bd vacutainer® sst¿ tubes had gel that did not migrate properly during spinning after the 30 minute clot time. No injury or medical intervention reported.